Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 203-280mg/dl and a correction bolus was delivered to address the bg level. Troubleshooting was performed and the customer observed insulin exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula. The customer changed their pump supplies and received another occlusion alarm. The customer did observe insulin exiting the infusion set tubing, the customer declined to remove their infusion set to inspect the cannula. The customer was to reconnect to their site and resume insulin delivery. Reportedly, the customer wears their pump against their skin. Tandem technical support (cts) advised the customer to allow a bolus to complete prior to returning the pump against the skin in order to prevent any temperature changes. During follow-up, cts further educated the customer in regards to keeping the pump away from the skin and was advised to change out their cartridge approximately every 24 hours as most of the occlusion alarms were occurring on the second day of cartridge use.